Event description:
Info received indicates pump sets leaked when they were connected to the IV pump. The tubing is leaking at connection site. The tubing was not used with any other products.

Manufacturer narrative:
Product was not returned for investigation. However, the lots listed in the complaint have previously been tested and found to leak. The male luer lock that was supplied from luer vendor does not meet specification. An hhe has indicated no critical or catastrophic harm from this failure.